Event description:
The pt received an ace 10 hole plate in 1998. Pt began having problems in 1999. The nature of the problems were not disclosed. The surgeon will not revise the pt due to pt's age and pt has now been moved into a nursing home.